Manufacturer narrative:
The hill-rom technician found the hand pendant membrane button was torn. See scanned pae. A search of the hill-rom maintenance records show hill-rom performed preventative maintenance on this bed from 2005-2008 and 2011-2014. It is unknown if the facility performs preventative maintenance on their beds. The technician replaced the hand pendant and the issue was resolved. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the bed would self-run when it is plugged in. The bed was located in a room 3133 at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).